Event description:
It was reported that the patient received inappropriate therapy due to noise. Lead dislodgement was observed. The lead was explanted and replaced with no complications.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.